Manufacturer narrative:
Pump was received with failed battery test alarm due to corroded battery tube. Unable to verify for operating currents, off no power alarm, low battery alarm, weak battery alarm, bad battery alarm or motor error alarm or perform functional testings due to failed battery test alarm. Motor passed motor test. Unit had cracked reservoir tube window, cracked reservoir tube lip and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was performed. The device was returned for analysis.